Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys toxo igg immunoassay (toxo igg). The erroneous results were reported outside of the laboratory. The initial toxo igg result from the e411 analyzer was 48 ul/ml (positive). The sample was repeated on an abbott architect instrument and the result was 1.31 iu/ml. A new sample was obtained and the test repeated. The toxo igg result from the new sample on the e411 analyzer was 47 ui/ml (positive). This result was reported outside of the laboratory. The sample was repeated on the abbott architect instrument and the result was 1.25 iu/ml (negative). No adverse event occurred. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. There is no sample available for investigation . The customer attempted to return the sample for investigation and stated they placed it in the shipment box for a different complaint. The manufacturer did not receive a sample related to this event for further investigation. Calibration and quality control results were acceptable.